Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch tripped on the right atrial (ra) lead due to high out of range impedance measurements. Noise was also noted on the atrial channel. Isometrics were performed and the impedance measurement remained high and out of range in both unipolar and bipolar configurations. The physician has opted to monitor the lead. No adverse patient effects were reported.